Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: an investigation revealed two kinks on the sheath, but no sign of penetration. However, one of the secondary filter legs was pushed towards the filter hook, thus indicating a penetration of the primary leg as reported. Under normal conditions the sheath is strong enough to accomplish the procedure. However, the sheath may kink, if exposed to extensive force because of tortuous anatomy and the filter may be prone to exceed the sheath wall if the introducer system is advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the sheath from the right jugular vein as labeled. Resistance was met around at the tortuous svc when the physician was inserting the filter into the sheath. He fluoroscopically confirmed the filter was slightly opened and a leg was penetrated the sheath. He replaced it with another igtcfs-80-jug, and placed the filter with no problem. Patient outcome: the patient did not experience any adverse effects due to this event.